Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into multiple pieces , rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, the device broke during use in the patients canal during a tibial nail procedure. Per correspondence, no foreign body was retained, no patient injury resulted, and the ¿surgery was considered a success¿ with the use of a backup device. It was communicated that there was a 0-30 minute surgical delay; however, the other requested documentation was not available. Based on the information provided, the patient impact beyond the modified surgical procedure and the reported 0-30 minute surgical extension could not be definitively concluded; however, since the ¿surgery was considered a success¿ further patient impact is not anticipated. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3 and d8/d9

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tibial nail procedure the reducer broke while putting into patient's canal. A delay of less than 30 min was reported. A s&n back up was available to complete the procedure. No other complications were reported.